Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow control valve and the drive gas check valve were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the monitor indicated higher tidal volume was delivered to the patient than expected. There was no reported patient injury.